Event description:
It was reported that the patient underwent a posterior spinal surgery. It was reported that the set screw cross threaded with the bone screw. The screws were removed and replaced. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was returned for evaluation. Macroscopic and optical examination of both fas and set screws revealed thread crest and flank damage; the damage appears to have initiated at the start of the thread, and is noted on both returned set screws and fas, consistent with set screw misuse due to misalignment of the mas head and set screw threads during construct assembly. The above observations are consistent with misuse due to misalignment of the mas head and set screws, resulting in the foregoing event.